Event description:
The international customer reported the ventilator alarmed showing a vent inop data acquisition pcba adc reference failure then the unit stopped operating. The device was in use. There was no patient harm reported.